Event description:
The initial reporter alleged a result discrepancy with the kit cap-g/ctm hiv-1 v2.0 expt-ivd assay on the cobas ampliprep instrument. On (B)(6) 2020, the following results were generated: sample ID (B)(6) produced a result of 3.36 log (cp/ml); sample ID (B)(6) produced a result of 3.81 log (cp/ml); sample ID (B)(6) produced a result of 3.61 log (cp/ml); sample ID (B)(6) produced a result of 3.00 log (cp/ml); and sample ID (B)(6) produced a result of 4.73 log (cp/ml). These samples were retested on (B)(6) 2020, generating the following results: sample ID (B)(6) hh produced a titer of 2.75 log (cp/ml); sample ID (B)(6) hh produced a result of target not detected; sample ID (B)(6) hh produced a result of 2.54 log (cp/ml); sample ID (B)(6) hh produced a result of 2.44 log (cp/ml); and sample ID (B)(6) hh produced a result of 3.66 log (cp/ml).

Manufacturer narrative:
The reported event occurred on a cobas ampliprep instrument with serial number (B)(6). The investigation determined that the kit cap-g/ctm hiv-1 v2.0 expt-ivd assay was performing as intended, and no product issue was identified. A review of the raw data did not reveal any major shifts or suppression in the curves. The discrepancies observed could potentially be attributed to sample or site-specific factors, such as handling, shipping, or workflow practices. The investigation was limited by the unavailability of additional information regarding sample storage, preparation, and collection methods. There is no indication of a systemic issue, and the batch trend analysis did not identify any trends. The assay remains in use at the customer site.